Manufacturer narrative:
Device received with intermittent response from all buttons due to corroded keypad traces. No stuck button alarm noted. Device received with connector at electrical board properly connected. Device passed self test and displacement test. Device received with scratched case, pillowing keypad overlay, cracked case, and missing display window cover. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the middle button on the insulin pump did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.